Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced headaches and pain at the implant site with and without device use. Subsequently the device was explanted (B)(6) 2015. The device has not been made available for analysis as of the date of this report, july 28 2015.